Event description:
Procedure: kidney/adrenal gland. While using the instrument the blue insulation part was disengaged from tip of device. It did not fall into cavity. Another device was used to complete the procedure and no pt injury was reported.